Event description:
It was reported about a week prior to report the patient was ¿fooling around¿ with the programmer buttons and got ¿zapped¿ and felt the pain in the vaginal area and the implantable neurostimulator (ins) area. It was stated the pain in the vaginal area went away but the ins area still hurt. Reportedly, the patient had a return of symptoms over the past week prior to report. It was noted the stimulation was off, but set on program 1 at 2.3 which was too strong. Stimulation was turned on and set to 2.1 which the patient stated felt fine and wanted to leave it there and track her symptoms. The patient was redirected to her healthcare provider. It was reported the patient received assistance from their doctor or representative and their concerns were resolved. Appointment dates were noted as (B)(6) 2013. It was also stated the patient was still having concerns regarding their device or therapy and had an appointment date on (B)(6) 2013. It was also stated the patient still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va086fc, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was also reported that the patient was still having concerns with their device or therapy but have not sought further help. It was unclear if the patient concerns was resolved. It was also reported that the patient was still self "cathing" specially when they will be away from home for several hours (not knowing about bathroom facilities). The illegible thing was that the neurostimulator affecting bowel movements. That was very nerve wrecking, as which it starts "I have very little time to get to a bathroom."